Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Additionally, the customer failed to properly cycle the cartridge and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.